Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2018 post implant x-ray report notes screw in situ, no joint narrowing, deformity of head. Clinical visits post op on (B)(6)2018 & (B)(6)2018 note no significant findings. (B)(6)2020 visit notes patient did well till (B)(6) 2020 with complaint of 2nd metatarsal tingling, swelling, pain with pressure, limited flexion of metatarsal, not wearing any orthotics for support. Ordered orthotics. Plan to recheck in (B)(6)2021. Currently remains implanted. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was underwent a weil osteotomy that implanted a twist-off screw approximately two (2) years ago during a retrospective study to collect data on the headless compression screws and twist-off screws. The site has reported patient experiencing painpoint at the end of the screw implanted in the second metatarsal of the left foot approximately seven (7) months ago. No revision has been planned to date. Patient had a follow-up appointment approximately two (2) weeks ago and reported tingling in the 2nd metatarsal, swelling, pain with pressure, and limited flexion of metatarsal. Patient was prescribed orthotics and will follow up with doctor in approximately two (2) months. Attempts have been made and no further information has been provided.